Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 to investigate the event. The fse found the customer had routed the aspirate peri-pump tubing incorrectly to aspirate probes. This caused the lower peri-pump tubing to wear out and create a cut in the tubing from rubbing against the pipettor z motor. The wear in the tubing did not allow the aspiration through probe # 1. The fse replaced all probes and peri-tubing and then performed a system check which had falling results. The fse performed a preventative maintenance (pm) on the analytical module. After the pm, the fse performed a system check and resulted with substrate fliers. The fse primed the system and repeated the system check and it passed. The fse then ran quality controls for all assays which had results that met customers specifications. Hardware issues is the root cause for this event. MDR# 2122870-2008-203 documents the results for pt 1. This is four of five separate MDR reports related to five pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02417, 02418, 02420 for all related events. This reportable event was identified during a review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) results in the risk stratification range for five pts. The results were generated on the unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the results were negative. The initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.